Event description:
It was reported to philips that mechanical movement issues with z rotation and detector shift on a azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Action plan sent; device returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).